Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The patient was brought to the clinic, and the field representative reprogrammed the device, nonetheless, an electrode fracture was suspected as the noise was reproducible in secondary and alternate vector. The technical services (ts) performed troubleshooting and indicated that there was no high impedance error code for this case and the impedance was in normal range. The ts recommended minimum of an electrode replacement. X rays were performed and there was a possible bending or tension area in the electrode which may be creating this situation. The patient was hospitalized, and the therapy was programmed off. A revision procedure was scheduled and performed to replaced the system. This s-ICD will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The patient was brought to the clinic, and the field representative reprogrammed the device, nonetheless, an electrode fracture was suspected as the noise was reproducible in secondary and alternate vector. The technical services (ts) performed troubleshooting and indicated that there was no high impedance error code for this case and the impedance was in normal range. The ts recommended minimum of an electrode replacement. X rays were performed and there was a possible bending or tension area in the electrode which may be creating this situation. The patient was hospitalized, and the therapy was programmed off. A revision procedure was scheduled and performed to replaced the system. This s-ICD will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.